Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported of high blood glucose readings from the reservoir. The customer's blood glucose reading was 500 mg/dl during call and 400-600 mg/dl before the call. The customer was advised to apply insulin with bolus. The customer was advised to apply insulin with pen per health care provider's instructions. The customer did not want to continue troubleshooting. The customer was advised to call when trouble occurs.